Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿contents: ** red rubber catheter, 15 fr., preconnected to closed system collection bag (1000ml approx. Vol.) Uro-prep¿ tray with: underpad, drape povidone-iodine swabsticks (3) specimen container and label graduated collection container synthetic vinyl gloves (2) lubricant packet sterile: contents of inner wrap are sterile unless package is opened or damaged." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported by the patients caregiver that the tray was missing the bzk swabsticks and 5g lubricating jelly. This was noted prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the patients caregiver that the tray was missing the bzk swabsticks and 5g lubricating jelly. This was noted prior to use.